Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-00795 and 3005099803-2011-00797 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, and a gold probe were used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, the gold probe was being used to resolve a bleed in the patient's stomach when cautery failed. As a malfunction of the generator was suspected, efforts to cauterize were abandoned and epinephrine was injected (method unknown) to resolve the bleed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.